Event description:
A report was received that the patient was experiencing pain and heat at the pocket site when charging. It was also noted that patient was having frequent and extended charging time. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient is doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain and heat at the pocket site when charging. It was also noted that patient was having frequent and extended charging time. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain and heat at the pocket site when charging. It was also noted that patient was having frequent and extended charging time. The patient will undergo an ipg replacement procedure.